Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-balloon aortic valvuloplasty (bav) was performed with an 18 millimeter (mm) balloon due to the aortic valve area (ava) being 0.6 and a mean gradient of 60 mmhg.  While crossing the aortic arch with the valve, the patient's pressures became low which was assumed to be from a new onset of aortic insufficiency caused by the pre-bav. The pigtail was displaced as the delivery catheter system (dcs) was brought into position for deployment and upon trying to reposition it in the non-coronary cusp (ncc), the pigtail kept crossing into the left ventricle. Pressures continued to drop and anesthesia was providing fluids and pharmacological support. Cardiopulmonary resuscitation (CPR) was initiated however the patient's pressures would not increase. The valve was 80% deployed to fix the aortic insufficiency and stabilize the patient. A transthoracic echocardiogram (tte) was performed and an effusion was noted. It was suspected that a possible wire perforation of the left ventricle. CPR was paused and the valve was fully deployed to remove the wire and nose cone. CPR resumed and a per icardiocentesis was performed which confirmed a high volume of blood in the pericardial space. Angiograms were performed and an earlier cine image was reviewed which noted that the cause of the effusion was from an annular rupture that occurred at the time of the pre-bav. Attempts were made to stabilize the patient however CPR was stopped and the patient died.

Manufacturer narrative:
Updated data: b5. Additional information was received that moderate-severe central aortic insufficiency was noted following the pre-implant bav, prior to the valve implant. It was confirmed a left ventricle perforation was suspected, but was never confirmed; per the physician this was not caused or contributed to by the dcs. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.